Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The wife states the customer was hospitalized for the high levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer treated with the pump. Troubleshoot was conducted. The device alarmed for no delivery during high pressure test. The customer was advised to conduct full set and reservoir change. The customer states they were contacting the paramedics due to the customer's high levels. The customer disconnect the call.